Manufacturer narrative:
(B)(4). Batch # unk date of event: month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the specific anatomical position of the firing of the tx60b device (ascending, transverse, descending, sigmoid, etc.)? Was this the first firing of the device? When was the staple retaining cap removed? Was the retaining pin set manually or automatically? Was the device difficult to close? Was the device difficult to fire? Were any staples observed? If so, please describe the shape. How was the surgical procedure completed? Why does the surgeon believe that the post-op sepsis is related to the tx device? What is the current patient status?

Event description:
It was reported that during a colectomy, surgeon fired the device and cut the colon. When he opened the device, he found that no staples were deployed. Surgeon continued with another device of a different product code. Patient suffers from sepsis and is in intensive care.

Manufacturer narrative:
(B)(4). Batch # p5765m. The analysis results showed that the tx60b device arrived with no apparent damage and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.